Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a device leak. It was reported that on (B)(6) 2022, the nt mitraclip was being prepared per instruction for use when the clip introducer was noted leaking, and a crack was observed. The device was discarded and not used. There was no patient involvement. Another device was successfully used in replacement. No additional information was provided regarding this issue.

Event description:
Subsequent to the initial report, the additional information was received: the nt mitraclip was prepped per instructions for use (IFU) and flushed without any issues during preparation. The case had been taking a while, and the nt mitraclip was not inspected super close during this insertion. However reportedly, the device was inspected per IFU. The forward flushing continued as normal. Once the clip introducer was inserted, saline was observed flowing form the clip introducer. The stop cocks were inspected, and the introducer was confirmed flush. The stopcock was replaced, however, the leak remained. There was no crack observed, however this was assumed. Since the case was already taking a while, it was decided to discard this clip and use another clip in replacement. Three mitraclips were implanted, reducing the functional mitral regurgitation (mr) from grade 4 to grade 1-2. There was no adverse patient sequela and there was no clinically significant delay.

Manufacturer narrative:
A2: age, a4: weight - estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported leak/ splash could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: health effect - impact code 2645 - removed. H6: medical device problem code 1135 - removed.